Event description:
Patient's mother reported she mixed one dose of riastap and found black specks in syringe. Mixed another dose thinking that one syringe was the only one and another syringe also had black spots. Both doses mixed and concerned about safety/sterility of syringes. Unknown if patient missed a dose or experienced an adverse event. Unknown if defective product is available for return. No further information, details or dates provided. Patient code: 4580. Device code: 1120. Reference report#: mw5175713.